Manufacturer narrative:
Other text: one (B)(6) medfusion pump was returned for analysis for downstream alarm problem. Cracked on right plunger case was identified during the physical inspection. During analysis, the reported issue was unable to be duplicated. No problem was found during occlusion test and all the force sensor reading within the required specs. Pump operate as intended. Based on the evidence, the complaint was not confirmed. Service performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a downstream alarm, failed occlusion test during pm, was experienced. No patient involvement.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.